Event description:
Customer reported device did not recognize a shockable rhythm when using a rhythm generator. No patient involvement. Service representative duplicated reported condition. Device was repaired and proper operation confirmed.